Manufacturer narrative:
Submission failure on (B)(6) 2025 due to internal error. Resubmitted on (B)(6) 2025. B3: date unknown; year valid. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a bubbled downstream occlusion seal and failed pressure testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed through visual inspection. The downstream occlusion(dso) seal was found delaminated. The dso seal was replaced.